Event description:
It has been reported that while inserting the plate, it was noticed that a ring was missing. Plate removed and replaced. Ring was not located. X-rays were reviewed and did not show ring in patient. Patient outcome: no adverse effect reported as a result of this event.